Event description:
During baxter's evaluation, a spectrum pump alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The found symptom (door not fully latched) was reproduced and confirmed through evaluation. This condition was caused by a failed upper link switch. The upper auxiliary assembly (containing the failed upper link switch) was replaced.